Event description:
Consumer contacted dexcom to report no audio output. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. The receiver data log was downloaded and an error was noted. Functional testing was performed resulting in intermittent audio output. The root cause was determined to be a defective speaker.